Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a surgical procedure. Although balloon fluid loss was initially suspected, during the surgery the component was full. It was noted, however, that the balloon was found in the lower quadrant groin instead of the space of retzius. Additionally, the pump needed to be removed from a pseudocapsule and marked urethral atrophy was seen underneath the cuff. It was noted that due to the atrophy the cuff could not coaptate as well as before; however, there were no device issues. All components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks, a tear was found in the shell; however, it was consistent with sharp instrument damage happening during explant. Visual and microscopical examination of the pump did not reveal any abnormalities or leaks. Upon functional testing, the pump performed within specification. The balloon was visually and microscopically inspected, not revealing any anomalies. The balloon passed functional testing and performed within specification. Based on the information available and analysis results, no device anomalies were able to be confirmed. The reported patient symptoms are known risks associated with implant of these devices as indicated in the instructions for use. A conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a surgical procedure. Although balloon fluid loss was initially suspected, during the surgery the component was full. It was noted, however, that the balloon was found in the lower quadrant groin instead of the space of retzius. Additionally, the pump needed to be removed from a pseudocapsule and marked urethral atrophy was seen underneath the cuff. It was noted that due to the atrophy the cuff could not coaptate as well as before; however, there were no device issues. All components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of atrophy is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral atrophy underneath an artificial urinary sphincter (aus) cuff. It was noted that due to the atrophy the cuff could not coaptate as well as before; however, there were no device issues. A replacement surgery was performed. There were no further patient complications reported.